Event description:
(B)(6) same case as MDR#2134265-2014-05276. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2010, the patient presented with chest discomfort and was diagnosed with non q-wave non st elevation myocardial infarction (killip classification- I). Cardiac catheterization was recommended and stenting of the distal right coronary artery was performed. The patient returned to the cath lab three days later for planned intervention to the obtuse marginal (om) branches via patent saphenous vein grafts (svgs). The first 90% stenosed, 15 x 2.5mm target lesion was a de novo lesion located in the 1st om. The first target lesion was treated with pre-dilatation using a 2.50 x 20 mm maverick balloon. The grade a dissection was treated with placement of a 2.50 x 16 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. The second 80% stenosed, 25 x 2.25mm target lesion was a de novo lesion located in the 2nd om. The second target lesion was treated with pre-dilatation using a 2.50 x 20 mm maverick balloon. Grade a dissection was treated with placement of a 2.25 x 16 mm. Following stent placement, retrograde dissection within the vessel was treated with placement of an overlapping 2.25 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. In august 2014, the patient presented with recurrent chest discomfort and was diagnosed with unstable angina. The patient was hospitalized on the same day and cardiac catheterization was recommended. At the time of event, the patient was on aspirin and clopidogrel. The study drug was last taken in april 2011. The 75% focal in-stent restenosis in svg to 1st om was treated with balloon angioplasty and placement of two 2.5 x 20 mm promus element plus drug eluting stents, one in the lateral ramus and one in the proximal ramus, with 0% residual stenosis. The proximal portion of these stents extended back into the svg graft. The event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).